Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device was investiagted in our service laboratory in bbm melsungen, germany: 2. Results: 2.1 a visual inspection was performed. The cover caps on the screw pillars and the technician seal (44-02-037) were intact. The device shows age related signs of wear and tear but no visible damage was found. 2.2 a functional test was performed. The device passed the self-test. A bd plastipak syringe was inserted, the pump identified the syringe and it could be selected from the menu. It was possible to put the pump in operation. 2.3 the device history files were read out and analyzed. During the infusion on 2021-05-16 only the rates 0,8 ml/h and 0,01 ml/h was selected. A rate with 5,5 ml/h could not be found in the device history. 2.4 a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal feed rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,56%. 2.5 the device was disassembled, and the inside was investigated. 3. Judgment: 3.1 the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(6): neonate noted to have a significant drop in blood glucose level. Rates should be running at 5.5 mls/hr and 0.8mls/hr. Noted to be set at 0.8mls/hr and 0.12mls/hr when nurse returned from break.